Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was returned for evaluation. Device analysis revealed a kink and an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The fluid was leaking from an open hole in the sheath lap joint section due to the kink on the leak area. Impedance testing shows an electrical open at proximal wave form. Imaging core windup were found within the telescope section of the device. Windups were encountered in the triple heat shrink area in the telescope area. A heat shrink separation was found at the end of the triple heat shrink area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed on 30oct2015. It was reported that lost image occurred. During percutaneous coronary intervention (pci), an opticross imaging catheter was used to visualize the coronary artery. However, during preliminary intravascular ultrasound (ivus), lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.